Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 474 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they felt nauseous and threw up as a result of their high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer advised they are treating themselves using the insulin pump and manual injection. Customer was advised to contact their healthcare provider for assistance on how to treat themselves for high blood glucose levels as they gave themselves an injection of lantus earlier. Customer advised when they used to use the soft set they never had any issues. Customer changed out their set 3 times in a weekend because of their high blood glucose levels.